Manufacturer narrative:
Manufacturer report number corrected and reported under 9612169-2017-00097. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that one month following a cataract with intraocular lens (iol) implant procedure, the patient presented with a myopic refractive error of four diopters. Additional information has been requested.